Event description:
Through a clinical study, it was reported that three (3) patients experienced an infection post-operatively. Implant dates provided as '(B)(6) 2018 to (B)(6) 2020'. Explant dates have not been provided. Device information provided as 'capri® cervical 3d expandable corpectomy cage system'. No further details have been provided. This report will capture the first of three patients.

Manufacturer narrative:
Additional information provided by the operating physician indicates the device did not cause or contribute to the reported events. The events were a result of pre-existing patient conditions.

Manufacturer narrative:
Return status is unknown.

Event description:
Through a clinical study, it was reported that three (3) patients experienced an infection post-operatively. Implant dates provided as 'january 2018 to august 2020'. Explant dates have not been provided. Device information provided as 'capri® cervical 3d expandable corpectomy cage system'. No further details have been provided. This report will capture the first of three patients.